Event description:
Event description guidant received information that the patient's implantable cardioverter defibrillator (ICD) may have been emitting beeping tones 44 months post implant. The device was explanted. A new ICD was successfully implanted.